Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient stayed overnight but was released the next morning and there was no issue with the device or procedure. It was noted the patient had a stress test the following week and to the manufacturer representative¿s knowledge, there were no issues uncovered. The patient had favorable response and went to implant of permanent device with no further issues.

Event description:
Information was received from a trial patient with a neurostimulator for an advanced evaluation. The patient reported having to remain in the hospital after their advanced evaluation due to low blood pressure. It was unknown if the issue was resolved at the time of the report, but the patient was alive with no injury. No product issues were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.